Event description:
Customer reportedly obtained results of 400 mg/dl and 135 mg/dl on the advantage system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.